Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si surgical procedure, shavings from the intuitive surgical instrument were observed to have come off of the instrument and fall into the pt. The surgeon attempted to remove all the debris. No pt harm, adverse outcome or injury was reported. No additional info was provided.